Event description:
During an angioplasty procedure of the left superficial femoral artery, this balloon burst at 4 atmospheres. The age and gender of the pt are unknown. Vessel characteristics are unknown. The physician had no difficulty accessing the lesion with a guidewire. Upon inflation of the balloon with an indeflator, the balloon burst. The balloon was carefully removed from the pt, and another balloon was successfully used to complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.